Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was repositioned due to patient feeling pain and discomfort at the device site. All measurements were stable and within normal limit when checked. This crt-d remains in service. No additional adverse patient effects were reported.